Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j343 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j343 shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were detected for these complaint categories. The customer returned photographs for evaluation. A review of the photographs verify the drive tube break as blood is visible throughout the centrifuge chamber. It appears the drive tube broke at the location of the lower drive tube bearing stop, and near the base where it is installed in the drive tube clamp. The lower drive tube bearing is seen at the bottom of the centrifuge chamber and both drive tube retainer clips are closed, indicating the lower drive tube bearing was not securely installed into its retainer. A material trace of the drive tube used to manufacture lot j343 showed no non-conformances. A device history record review did not result in any related non-conformances. This lot passed all lot release testing. The cause of the alarm #7: blood leak? (Centrifuge chamber) is due to the drive tube break. The cause of the drive tube break was most likely due to the lower drive tube bearing not being securely installed into its retainer clip; however, a definitive root cause could not be determined from the information provided. No further action is required at this time. This investigation is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that approximately 200 mls of whole blood was processed at the time the break occurred. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The patient was reported to be in stable condition. The customer indicated that an alarm #7: blood leak (centrifuge chamber) occurred. The customer returned photographs for investigation.